Event description:
The pt reported difficulty with charging the implant. An advanced bionics rep met with the pt for device eval. The problem was confirmed. The surgeon decided to explant the implant and replace it with another advanced bionics spinal cord stimulator.